Manufacturer narrative:
The implant remains in the patient. The original surgery date is unknown. Radiograph images were not provided. The report could not be confirmed. Neither the identifying part number nor lot number were provided; therefore, a review of the device history record could not be conducted. Based on the information provided, the root cause could not be determined. Possible adverse effects: possible adverse effects include: initial or delayed loosening, bending, dislocation, and/or breakage of device components.

Event description:
It was reported during a postoperative visit, a radiograph image revealed a cage migration.